Event description:
It was reported that during an in clinic follow up this device reached elective replacement indicator (eri) earlier then expected. The device was planned to be explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.